Event description:
Summons and complaint alleges on 1/14/97 surgeon performed an umbilical hernia repair on the pt. The pt was discharged home and on the 5th post-op day the pt awoke with pain and stool leaking from the operative site. The pt also was vomiting brownish fluid. The pt returned to the emergency room for treatment. Complaint alleges the diagnosis was strangulated recurrent umbilical hernia related to untied sutures. The pt had a reoperative procedure with emergent bowel resection and debridement of the admoninal wall. A third surgery was performed for repair of the original umbilical hernia.